Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Event description:
The jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn#(B)(4). Per customer submitted information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in april of 2020. It was found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.